Event description:
A customer reported that during a vitrectomy procedure, the vitreous cutter made a hissing noise and did not cut. There was no pt harm reported. Add'l info has been requested but none has been received.

Manufacturer narrative:
The customer called the company rep to assist with troubleshooting. The company rep determined that the vitrector was connected to the incorrect port. The customer did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the reported event was attributed to incorrect connection of the victrector. The system operator's manual includes instructions for vitrector connection. (B)(4).